Manufacturer narrative:
This event occurred in (B)(6). The affiliate has performed an internal and external sample probe cleaning. She has also checked the gear pump pressure. The field service engineer adjusted the sample probe and gear pump pressure. He performed a decontamination of the module. He replaced the cuvettes and cleaned the cuvette protection plates. He performed a water bath exchange and a white tank calibration. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high gluc3 glucose hk gen.3 and crep2 creatinine plus ver.2 results on a cobas 8000 c 702 module. The customer provided questioned results for three patients. The initial results were reported outside the laboratory, but the physician requested reanalysis of the samples due to the results being too high. Patient¿s 1 initial gluc3 result was 43.79 mmol/l and repeat was 5.13 mmol/l. Patient¿s 2 initial crep2 result was 452 umol/l and repeat was 90 umol/l. Patient¿s 3 initial crep2 result was 432 umol/l and repeat was 120 umol/l. Gluc3 and crep2 reagent lot numbers and expiration dates were requested but not provided.